Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medications were not populating for nurses in ICU pyxis device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. . Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the users were unable to view their respective patient's medications across multiple profiles. A technical support specialist (tss) advised the customer to reach out to the admission team to resend the order messages and attempting to reboot the intensive care unit (ICU) station. The reboot was delayed due to permission constraints. The further investigation involved checking the interface server using a downtime query, which showed no disconnected flags. After continued coordination and follow-ups, customer confirmed that the issue had been resolved following internal discussions and actions taken by the customer team. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medications were not populating for nurses in ICU pyxis device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.